Manufacturer narrative:
MDR (B)(4) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site: (B)(4).

Event description:
It was reported that patient faced four occlusion alarm events on (B)(6) 2026. It was reported that the infusion site may have impacted due to autism. The patient experienced high blood glucose levels and received treatment with correction injection via mdi.